Event description:
On (B)(6) 2011, the patient underwent repair of an intramural hematoma with thoracic ulcer. Upon deployment of a gore conformable tag thoracic endoprosthesis, the device jumped proximally about 8 mm. The left subclavian artery was unintentionally covered. The patient tolerated the procedure. The cause of the device jumping is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.